Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise noted on the right ventricular (rv) lead. Lead fracture due to patient activity was suspected. It was reported that the rv lead was an abbott product, however the lead information is unavailable. The lead was replaced to resolve the event and the patient was stable with no consequences. Further information was requested but has not been received.